Manufacturer narrative:
(B)(4). Date sent: 7/1/2025. B3: publication year of 2022. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: enseal® hemorrhoidectomy, a novel technique, versus conventional open method for the management of grade iii and IV hemorrhoids. Author: sidra javed, adeel kaiser, anwar zeb khan, amna javed, shabbir chaudhary, amna javed, muhammad h. Shahid. Citation: enseal® hemorrhoidectomy, a novel technique, versus conventional open method for the management of grade iii and IV hemorrhoids. Cureus 14(10): e30834. Doi 10.7759/cureus.30834. The aim of this study was to compare the outcomes of enseal® (ethicon) versus gold standard milligan-morgan hemorrhoidectomy in patients presenting with grade-iii and IV hemorrhoids. The study was conducted from january 2020 to january 2022. In this study, 140 patients (70 in each group) who met the inclusion criteria were recruited after informed consent. Patients were split randomly into two equal groups using a lottery technique. In group a, hemorrhoidectomy was carried out with enseal®, whereas in group b, open hemorrhoidectomy was performed by the milligan-morgan method. Patients were placed in a lithotomy position for surgery under spinal anesthesia. In the milligan-morgan technique, a v-shaped incision was made at the anoderm and the haemorrhoidal pedicle was ligated with a 2/0 vicryl suture. In enseal®, hemorrhoidal tissue with pedicle was sealed and cut by the calculated arrangement of pressure and radiofrequency. Reported complications included blood loss (n=70) and pain (n=70). When considering the length of the procedure and blood loss, enseal® hemorrhoidectomy has been determined to be an effective treatment that patients tolerate well after the procedure. Therefore, enseal® hemorrhoidectomy can be a safe and efficient alternative treatment for hemorrhoids that are causing symptoms.